Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage battery fault (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to a compromised low voltage capacitor that is connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. The patient performed a remote interrogation of the device. Review of device memory revealed a voltage too low for projected remaining capacity fault message. Additionally, an episode with noise on the right atrial (ra), right ventricular (rv) and left ventricular (lv) leads was observed from approximately two months ago. A copy of device memory was submitted to boston scientific technical services (ts) for analysis. Analysis of device memory confirmed that the fault message was appropriate. No additional suspicious faults or resets were observed within device memory. The voltage was observed to be 3.021 volts with therapy delivery unaffected. The device hardware was not detecting the loss of battery energy and because of that, the battery status indicators were not reflecting the depletion condition are were inaccurate. Ts recommended device replacement.

Event description:
Additional information was received that an invasive procedure was performed approximately three months later. The device was successfully explanted and replaced. The leads remain implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.